Manufacturer narrative:
D1. Brand name updated. D4. Catalog updated.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 81-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and was on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the urine was dark tea colored. There were no hemolyzed labs. Medications were started to help with the blood pressure and the p-level was decreased to p-6. An echocardiogram confirmed proper placement. It was reported that the lactate dehydrogenase (ldh) increased and the platelet count dropped. Four days after impella insertion, the device was successfully weaned. Post-removal, it was noted that the access site did not bleed back. Distal pulses were lost in the impella leg temporarily and vascular surgery was consulted. The patient was taken to the operating room (or) and flow was restored to the distal limb with present doppler dorsalis pedis and posterior tibial pulses. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.6l/min as intended. Hemolysis and limb ischemia may be influenced by patient-specific and device-related factors such as: the patient's peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vascular access characteristics, and potential device position.